Event description:
The customer reported a bubble in the tubing. The nurse left a note on the tubing that said: "opened channel to address, found tubing "broken". Disconnected from pt." No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.